Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying an inaccurately high result compared to her feelings and emergency room (ER) meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 8:45 she obtained a reading of "48mg/dl." The patient reported using insulin pump therapy to manage her diabetes. The patient reported on (B)(6) 2013 at 9pm she had an increased dose of medication in response to the alleged issue. The patient reported 15-30 minutes after the issue occurred, she "fainted." The patient reported on (B)(6) 2013 at 10pm she was given glucose tablets from a healthcare professional (hcp) as treatment. The patient reported on (B)(6) 2013 at an unknown time a reading on an ER meter was "20 points lower." At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient's test strips were found to be in good condition. However, a control solution test was not run due to the patient not having any testing strips at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of severe hypoglycemia and required treatment from a hcp.